Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting multiple motor error alarms on her insulin pump. The alarm always happens when her reservoir is half full. Customer stated she thinks a piece of plastic fell off. Customer's blood glucose was unknown. The motor error occurred during basal delivery. There were no significant events leading to the alarm. Customer had an x ray on (B)(6) 2014, exposing the device to a strong magnetic field. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. She is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.